Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a rash on her back under the therapy electrodes. The rash is described as reddened skin with small pustules. There was no alleged device malfunction contributing to the irritation. The patient's son reported that the patient was prescribed cetirizine in the rehab facility. The patient's son confirmed that the rash has "cleared up entirely".